Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the high 200's (mg/dl) range over the weekend. The customer delivered correction boluses to address bg level. System check with tandem technical support indicated that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels.